Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess the testing instrument in question, which showed that the camera report was optimal, and that the event log showed a washer fill test failure for well h earlier the same day of testing, before the blood sample in question testing had happened. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site some unexpectedly negative antibody screen and identification test wells, when tested on a galileo echo instrument on (B)(6) 2018. The customer site sent the information to the immucor employee via email.